Event description:
It was reported that during an in clinic visit, a capture all sense vectors was performed and noted a flat electrogram (egm) in alternate sensing vector. Primary and secondary sensing vectors were noted to be appropriate. This electrode was suspected to be fractured, however, an x-ray was taken didn't appear to show a fracture. Technical services (ts) completed a review and discussed the potential of an electrode fracture that presents with a flat egm and recommended performing further x-rays. Ts discussed the potential of a fracture being difficult to see on x-ray and recommended revising the electrode. An electrode revision procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.